Event description:
Device 3 of 5. Ref MFR reports: 1627487-2012-1510, 1518, 1520 and 1521. It was reported, the pt had multiple scs systems implanted. The pt had the first system explanted due to migration. The second system was explanted due to an unk malfunction. And the third system was explanted due to implant position. It is unk which device(s) apply to each allegation, therefore, we are reporting on all devices known to have been implanted in this pt. The pt states, the scs systems have caused unk health problems after the devices were explanted. The pt stated, the stent put to drain fluid from her spine (unk etiology or when occurred) was causing the reported numbness and she would need an MRI. She was advised to see her physician to address her concerns.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.